Event description:
The customer reported that after pipetting an hbsag plate on summit the tech observed that no conjugate was pipetted into well e3. No error was generated. No death or serious injury was associated with this incident.